Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the balloon became stuck on the guide wire. The 99% stenosed de novo target lesion was located in the moderately tortuous mid to proximal left anterior descending coronary artery (lad). A 1:1 contrast ratio was used. A 6f jl 3.5 non-bsc non bsc guide catheter was used to engage the target vessel and a non-bsc guide wire crossed. First, a 2.0x20mm non bsc balloon catheter was used for predilation. Then a 2.0x15mm quantum apex non-compliant monorail balloon was advanced for additional predilation. 4 inflations were performed without issue to 20-22atm for 15-30 seconds each. When attempting with withdraw the device, resistance was encountered between the balloon catheter and the guide wire. The balloon catheter and the guide wire had to be removed together as a unit and were not able to be separated once outside the patient. The device was reported to be intact with no damage noted. A 2.25x15mm quantum apex was advanced over a new wire and 2 inflations were performed to 22atm. When attempting to remove, there was resistance. However the device was able to be successfully removed without removing the guide wire. A 2.5x15mm quantum apex was used with no reported issues and a 2.5x28mm non-bsc stent was implanted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of an nc quantum apex balloon catheter with two unknown guidewires. Visual and microscopic inspection of the entire length of the balloon catheter revealed no damage or irregularities. Both guidewires were tracked through the balloon catheter with no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user related as the device was inflated above rated burst pressure per the dfu. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the balloon became stuck on the guide wire. The 99% stenosed de novo target lesion was located in the moderately tortuous mid to proximal left anterior descending coronary artery (lad). A 1:1 contrast ratio was used. A 6f jl 3.5 non-bsc non bsc guide catheter was used to engage the target vessel and a non-bsc guide wire crossed. First, a 2.0x20mm non bsc balloon catheter was used for predilation. Then a 2.0x15mm quantum apex non-compliant monorail balloon was advanced for additional predilation. 4 inflations were performed without issue to 20-22atm for 15-30 seconds each. When attempting with withdraw the device, resistance was encountered between the balloon catheter and the guide wire. The balloon catheter and the guide wire had to be removed together as a unit and were not able to be separated once outside the patient. The device was reported to be intact with no damage noted. A 2.25x15mm quantum apex was advanced over a new wire and 2 inflations were performed to 22atm. When attempting to remove, there was resistance. However, the device was able to be successfully removed without removing the guide wire. A 2.5x15mm quantum apex was used with no reported issues and a 2.5x28mm non-bsc stent was implanted. No patient complications were reported and the patient's status is good.